Event description:
Plaintiff was implanted with miniarc on (B)(6) 2011. Plaintiff's attorney alleges that plaintiff "developed significant injury, including but not limited to one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." It was also alleged that the plaintiff "suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.